Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, no patient details provided.

Event description:
It was reported that they continue to have "spray and leakage from the maxzero device." The events occurred on unit 7t. There was no report of patient harm.